Event description:
It was reported that stent damage occurred. The 95% stenosed and diffused target lesion was located in the severely calcified and severely tortuous proximal right coronary artery (rca) to atrioventricular (av) segment of rca. The 38 x 3.00 promus premier¿ stent was advanced to treat the lesion in the middle and distal of rca. However, the device came into contact with an area of calcification observed in the proximal lesion, and was unable to cross. The physician removed the device from the patient and it was noted that the middle part of the stent was flared. The procedure was completed with a different device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).